Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("noted embedded within the fallopia tube remnants are metallic coils"), device breakage ("noted embedded within the fallopia tube remnants are metallic coils"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia and menstrual disorder outcome was unknown and the pelvic pain was resolving. The reporter considered device breakage, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. On (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("noted embedded within the fallopia tube remnants are metallic coils"), device breakage ("noted embedded within the fallopia tube remnants are metallic coils"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and menstrual disorder outcome was unknown. The reporter considered device breakage, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. On (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia) and noted embedded within the fallopia tube remnants are metallic coils are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Fup 1 and fup 2 processed together. On 2-mar-2018: fup 1 and fup 2 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("noted embedded within the fallopian tube remnants are metallic coils"), device breakage ("noted embedded within the fallopian tube remnants are metallic coils"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia,"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy), surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. On (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received- new event dyspareunia, depression, mental anguish were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("noted embedded within the fallopia tube remnants are metallic coils"), device breakage ("noted embedded within the fallopia tube remnants are metallic coils"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia and menstrual disorder outcome was unknown and the pelvic pain was resolving. The reporter considered device breakage, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. On (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received: concomitant disease and medication added. Outcome for the event pelvic pain updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('noted embedded within the fallopia tube remnants are metallic coils'), device breakage ('noted embedded within the fallopia tube remnants are metallic coils'), pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Concurrent conditions included body mass index normal. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia,"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), weight fluctuation ("weight gain or loss") and urinary incontinence ("bladder leakage"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety, weight fluctuation and urinary incontinence outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Concerning the injuries reported in this case the following were reported via social media- urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event bladder leakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('noted embedded within the fallopia tube remnants are metallic coils'), device breakage ('noted embedded within the fallopia tube remnants are metallic coils'), pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 06-apr-2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Concurrent conditions included body mass index normal. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia,"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and weight fluctuation ("weight gain or loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety and weight fluctuation outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- weight fluctuation. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('noted embedded within the fallopian tube remnants are metallic coils'), device breakage ('noted embedded within the fallopian tube remnants are metallic coils'), pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Concurrent conditions included body mass index normal. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia,"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), weight fluctuation ("weight gain or loss"), urinary incontinence ("bladder leakage") and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menstrual disorder, depression, anxiety, weight fluctuation, urinary incontinence and post procedural complication outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary incontinence, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case the following were reported via social media- urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event:post procedural complication were added. Event: outcome were updated : pelvic pain , dyspareunia to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('noted embedded within the fallopia tube remnants are metallic coils'), device breakage ('noted embedded within the fallopia tube remnants are metallic coils') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation, constipation, tobacco use disorder, diabetes and asthma. On (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Concurrent conditions included body mass index normal. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia,"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), weight fluctuation ("weight gain or loss"), urinary incontinence ("bladder leakage") and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, menstrual disorder, depression, anxiety, weight fluctuation, urinary incontinence and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary incontinence, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Received treatment for pain and abnormal bleeding events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion following essure device placement.. Concerning the injuries reported in this case the following were reported via social media- urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of events genital hemorrhage and vaginal hemorrhage were updated to recovered. Rcc was updated. On (B)(6) 2020: patient history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('noted embedded within the fallopian tube remnants are metallic coils'), device breakage ('noted embedded within the fallopian tube remnants are metallic coils'), pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, gross description of essure after essure removal, the endometrial cavity measured 3.5 x 3 cm. The endometrium is velvety pink-red and measured up to 0.1 cm in thickness. The myometrium was firm pink-tan and measured up to 1.8 cm in thickness. Noted embedded within the fallopian tube remnants were metallic coils. Concurrent conditions included body mass index normal. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia,"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), weight fluctuation ("weight gain or loss") and urinary incontinence ("bladder leakage"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety, weight fluctuation and urinary incontinence outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: coils visible outside of right tube were 5, coils visible outside of left tube were 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Concerning the injuries reported in this case the following were reported via social media- urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.